Event description:
It was reported that the patient reported no stimulation sensation. The patient stated that they lost stimulation three days prior to report. The patient noted that they were in a lot of pain since the stimulator stopped working. The caller noted that there was stimulation in the wrong location. The patient noted that they felt it in the legs but still in the back for the last eight months prior to report. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).